Event description:
Customer reported that while doing an exam, they lost fluoro and had to reboot the system to get it back. No reported patient incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.